Manufacturer narrative:
Concomitant medical devices: product ID: 6947-58 lead , implanted: (B)(6) 2010, product ID: 5076-45 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead showed non-sustained ventricular tachycardia episodes that appeared as noise in the past. The lead was capped and replaced. It was further reported that during the rv lead revision, it was noted that the blue deployment sleeve of the left ventricular (lv) lead appeared to be separated from the lead in the scar tissue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.